Manufacturer narrative:
Date of event: unknown. (B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles were difficult top operate during injection. Customer's verbatim: " we are experiencing some of your needles are going in the skin. We have to push extremely hard you can see it push the skin down over 1/4 inch before it will push through. My daughter is (B)(6) and says the ones doing this hurt and some of them pull the skin up 1/4 to 1/2 inch when removing. Lot no is 8226933 exp 2023-08-31. Is there a problem with your needles because if this continues we will be asking dr to give a different brand. "

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles were difficult top operate during injection. Customer's verbatim: " we are experiencing some of your needles are going in the skin. We have to push extremely hard you can see it push the skin down over 1/4 inch before it will push through. My daughter is 9 and says the ones doing this hurt and some of them pull the skin up 1/4 to 1/2 inch when removing. Lot no is 8226933 exp 2023-08-31. Is there a problem with your needles because if this continues we will be asking dr to give a different brand. "